Manufacturer narrative:
The reported product is an unknown baxter cassette. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a leak involving an unknown homechoice cassette, which resulted in peritonitis. It was reported the patient observed fluid leakage during disconnection from the apd system. The location of the leak was unknown. The cause of the leak was not reported. It was reported three days later, the patient presented to the hospital and was diagnosed with peritonitis manifested by not feeling well. It was not reported if the patient was admitted to the hospital for the event. Treatment for the event was not reported. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the cause of the event was due to an integrity with the apd equipment causing contamination. The same day as diagnosis of the peritonitis event the patient was treated with intraperitoneal (ip) vancomycin (1g once only) and ip gentamicin (80mg once only). The following day, the patient was treated with ip caphazolin (1 g daily, for 20 days). Five days after the peritonitis diagnosis, the patient recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.